Manufacturer narrative:
Device evaluation: returned device was received with the bottom case broken by the battery compartment top case cracked on the front lower left corner. Evidence of reported problem in event log was found. During the evaluation of the device. The customer reported condition was confirmed. Problem source is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
It was reported that the smiths medical medfusion syringe infusion pump had a " system failure error". No patient involvement.